Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patient was experiencing loss of therapy due to their lead having migrated. The issue was confirmed via x-ray. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.